Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulation sensation changed. The patient changed the rate from 40 to 60 to 90 to 105 and decrease to 35 and 25 with no change in the way she perceived stimulation sensation. No traumas or falls were reported that could be related to the issue. The patient stated that stimulation felt like it was pulsing on and off or surging instead of just a continuous sensation of stimulation. This was occurring daily and the change in therapy or symptoms was considered sudden. The patient had an appointment with the healthcare professional to address the issue. Further information received from the manufacturer representative reported that the stimulation was not coming on when it was supposed to and it came on with a jolt that was felt within the pocket. The patient had stated that stimulation was not as smooth as it used to be. Impedances were run and electrodes 8 and 15 were over 20000 and electrode 9 was 19958. The patient was programmed on 13+ and 15- and the therapy impedance was <(><<)>4000 and >.065. The patient programmer displayed an out of range (oor) message. Additional information from the representative reported that reprogramming resolved the stimulation issues the patient had been experiencing. The stimulation issues seemed to correlate to the oor electrodes that were being used by the active groups. The indication for use was chronic low back pain. If additional information is received a follow-up report will be sent.